Event description:
Complainant alleged that during biomed testing, the device did not power up. Complainant alleged that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.